Event description:
Related manufacturer report number 1627487-2022-06038. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2022 where in the physician tried to add a new lead but was unsuccessful. No future intervention is planned.

Manufacturer narrative:
Date of event is estimated.